Manufacturer narrative:
Device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) clarifying that the previously reported impedance check showed all impedances were above 4000. No further complications were reported.

Manufacturer narrative:
H.3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined that the setscrew of the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went to the office for an impedance check because they felt that their overactive bladder symptoms were back. When the impedance check was ran, all electrodes came back bad, and no motor response occurred on any of the programs, so a lead revision was recommended. When in the operating room the lead was discovered to be disconnected from the ins and the battery was deemed to be faulty and malfunctioning. When the healthcare provider tried to reconnect using all standard procedures, they turned the screw until it clicked but the lead would not stay in. The healthcare provider attempted to connect the lead and battery multiple times and they would not connect. The lead was tested with an ens and they got motor responses on all electrodes under 2 milliamps. The healthcare provider tried a new ins and it connected to the lead perfectly and the impedances came back good. It was noted that the issue was resolved at the time of the report. No further complications were reported.